Event description:
It was reported by the customer that they had a brake issue which resulted in an alleged patient fall resulting in injury.

Manufacturer narrative:
No additional information regarding the device or the alleged injury is known as of the filing date, despite multiple attempts made to contact the user facility. If more information becomes available, a supplemental report will be submitted as necessary.

Manufacturer narrative:
It was alleged that there was a patient fall but no details could be obtained from the account as they indicated they were not aware of a fall event actually taking place. No specific serial number was provided related to this event.

Event description:
It was reported by the customer that they had a brake issue which resulted in an alleged patient fall resulting in injury.